Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being unable to communicate with the system monitor was confirmed, as the returned system controller (serial number (B)(6) did not communicate with a known working test system monitor when connected to power upon arrival. The controller was opened, and its power cables were replaced with test power cables. After this replacement, communication with the monitor was restored. The controller was then functionally tested and was found to perform as intended with test power cables. The controller¿s original power cables were opened, and the orange wire within the white power cable was observed to be fractured near the controller-side bend relief. This wire is responsible for communicating information to the system monitor, and damage to this wire would cause the controller to not communicate with the monitor. The root cause of the reported event was determined to have been wire fatigue, damaging the controller¿s orange wire within its white power cable; however, the root cause of the wire fatigue was unable to be conclusively determined. Incidental findings: the controller was opened, and fluid ingress was observed on the power cables in the controller¿s interior. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality specifications. The heartmate 3 patient handbook (rev. G) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller could not communicate with the system monitor. The controller was exchanged.